Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient accessing prime menu).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 491 with feeling lightheaded and symptoms of dehydration. Customer support (cs) completed troubleshooting the basal delivery totals in total daily dose do not match as there was a cartridge change and the prime menu was accessed. The basal history matched the active basal programs and all boluses are recorded as programmed. This report is being made due to the bg excursion the patient experienced due to user error of patient accessing prime menu.